Manufacturer narrative:
One used. List #d1000, tego¿ connector was returned for evaluation. As received, an unknown solution residual outside the sample was observed, a torn seal in both sides of the tego was observed. No mating device was returned for evaluation. No occlusion in the fluid path was observed. A syringe was used to activate the tego and no disconnection, issues or anomalies were observed, additional the sample was leak and vacuum tested as procedure and no leaks were observed. Complaint of disconnection cannot be confirmed or replicated. Without the return of the mating device a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event involved a tego® connector. It was reported that the line was disconnected from the port to begin returning the blood and the tego began to leak during use on a patient. There was no apparent harm/adverse event/injuryharm reported.